Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, irritated eyes, runny nose and nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer and no problem was found during device evaluation. The device has been scrapped.